Event description:
Caller reported that pump display was frozen on the start display and was unable to clear the frozen screen with the button alarm. There was no adverse impact to the customer¿s blood glucose level, which was between 54-500 mg/dl during the event. Caller chose to reset the pump using the complete pump reset information provided by technical support, and the issue was resolved.